Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-sensed t-wave oversensing was observed on the ventricular lead.

Event description:
New information received indicates that sensitivity programming changes were made and everything appeared to be functioning normally.